Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer performed a reset on their own before calling technical support. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.